Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline breast implant mentor smooth round moderate profile 250cc, right catalog number 3501635, serial number (B)(4) manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline breast implant mentor smooth round moderate profile 250cc. It was observed that the left implant has deflated after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 06/13/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation team observed a crease on the anterior aspect and extending to the posterior aspect. A rent measuring approximately 0.7 cm was observed within the crease on the anterior aspect. No other anomalies were found. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that saline devices were replaced with gel devices. There were no complications after the surgery. The patient was in a stable condition after the surgery. The new implants were gel mentor memorygel breast implant 275cc, catalog number 3507275mc, serial number (B)(4), lot number 7511547 on the right breast implant and gel mentor memorygel breast implant 275cc, catalog number 3507255mc, serial number (B)(4), lot number 7515035 on the left breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02/28/2018 mentor has received information that the device history record (DHR) of lot number 5988404 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturing date is on 04/01/2010 and sterilization expiration date is on 04/30/2014. On 03/14/18, mentor has received information that the patient underwent bilateral explantation and replacement on (B)(6) 2018. On 03/15/18, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).